Event description:
Client was being weighed by hoyer lift. Hoyer lift tilted forward, causing resident to strike back of head on headboard. No break in skin. No redness, no knot, or bruising. C/o h/a prior to hitting head.